Event description:
The obturator snapped back and caused major trauma to anterior cfa (common femoral artery) wall necessitating extra closure devices and leading to significant haematoma and blood loss during case. The physician believes that the short tip and abrupt transition between obturator and sheath is the reason for the difficulty, causing a tear to the cfa rather than a smooth entry into the vessel. No add'l pt info was provided by the reporter.

Manufacturer narrative:
Lot info was not provided by the reporter. Expiration date unk as lot is unk. Blood loss. (B) (4). Per quality control specifications, this device is inspected 100% during final inspection, confirming the distal tip of sheath is sanded and free of rough edges and confirming a smooth transition between sheath and dilator at sheath's distal end. Without benefit of a lot number or the returned device for examination, it is difficult to determine with certainty why the physician experienced this failure mode; however, it is possible poor user technique may have contributed: dilator not securely held to sheath then the dilator may back out during advancement creating poor transition at the distal end causing difficult advancement and/or vessel trauma. Device not held at point close to entry site. Grasping the device away from the entry site during advancement may cause flexure in sheath/dilator system and increased approach angle creating gap at distal transition causing difficult advancement and/or vessel trauma. We are continuing our monitoring of similar complaints and appropriate internal personnel have been notified.